Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter had a casing issue which meant she was unable to obtain a blood glucose reading. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained during a follow up call by csr. The patient reported that the meter issue began at 7am on (B)(6) 2016. The patient manages her diabetes with diet and insulin, lantus 17 units at night and novalog 2 units during the day. She reported that she usually tests her blood glucose 3 times per day, obtaining results of around ¿170 mg/dl in the morning, 235 mg/dl at lunchtime and 335 mg/dl after supper.¿ she denied making any initial changes to her usual diabetes management, but reported that on (B)(6) 2016, due to being unable to obtain a blood glucose reading, she was ¿scared to eat and did not know what medication to take¿. She reported developing symptoms of ¿dizziness, feeling faint, sickness and difficulty in breathing¿ and reported that at about 4pm on (B)(6) 2016, she attended the emergency room (ER) where she obtained unknown, high results on the ER meter in the ER the patient reported that her sugar levels were stabilized and she received an unknown ¿shot.¿ she reported being diagnosed with ¿ketoacidosis¿ and was admitted to hospital, where she stayed for several days to observe her blood glucose readings and stabilize her condition. She indicated that she was treated with insulin, initially lantus 10 units, then 2 units in the morning at 3am, 2 units at 8 am, then 2 units before lunch, then 2 units prior to meals. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, there was no indication of misuse of the product. The csr concluded that there was an issue with the meter¿s test strip holder/port which prevented the test strip being inserted into the meter. The issue remained unresolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.